Event description:
Physician reported that a pt who had the essure micro-inserts placed on (B) (6) 2006 had continued pain and bleeding. The pt requested removal of the devices and stated that it was affecting her quality of life. One device was successfully removed hysteroscopically and a bilateral laparoscopic tubal ligation was successfully performed. The pt's physician was unable find any other etiology for the pt's symptoms except for "in-utero coils" from the micro-insert that she reported as the cause of irritation to the endometrial lining.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
(B)(4).